Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with multiple usb cables. The customer stated that the usb cables do not fit well into the usb port on the pump and come out easily. The customer is able to successfully charge the pump with a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.